Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation sometime in the year 2014 (exact date unknown). For six months post procedure, the patient "experienced discharge and bleeding". The patient presented to the emergency room (ER) sometime in (B)(6) 2015 (exact date unknown) experiencing a lot of "pain". An ultrasound was performed and revealed hematometra. No intervention was required. The patient naturally bleed which relieved her discomfort.